Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor was not receiving readings. There was no reported adverse impact to the customer. The specific issue could not be determined because the customer declined follow up from tandem technical support.